Event description:
(B)(4). It was reported by the plaintiff¿s attorney that following the implant of the monarc sling system in 2006 the plaintiff allegedly experienced urinary urgency, dyspareunia, recurring incontinence, and vaginal discomfort. On (B)(6) 2007, the plaintiff was seen for persistent dyspareunia and "has discomfort only during sexual intercourse." Examination was performed and the "vaginal mucosa has healed quite nicely. There is no evidence of infection or erosion. There is no evidence of collection or abscess. The urethra is well supported with no cystocele or incontinence." The physician suspects that the dyspareunia is related to ¿mechanical movement of the tape and sling during sexual activity.¿ the patient was seen for ongoing dyspareunia in (B)(6) 2007. On (B)(6) 2009 urodynamic testing showed recurring incontinence ¿at a fairly high bladder volume.¿ on (B)(6) 2009 a surgery was performed to treat the incontinence and the following was done; "excision of a band of scar tissue and some mesh from previous sub urethral sling for dyspareunia." From (B)(6) 2010 to (B)(6) 2011 the plaintiff again experienced dyspareunia and scar tissue near the right arm of the mesh was noted. Treatment with triamcinolone acetonide injection was given to the plaintiff. Urodynamic cystoscopy was performed on (B)(6) 2011 due to recurrent stress incontinence which revealed "leak urine at maximum cystometric capacity" and ¿had a normal cystoscopy with no evidence of mesh erosion into the bladder.¿ on (B)(6) 2011, a surgery was performed; ¿revision tvt and burch retropubic urethropexy for dyspareunia and recurrent stress incontinence under general anesthesia" and "no mesh was seen at the time of dissection." On (B)(6) 2012, exam noted that the patient was comfortable, dry, well healed and well supported. There were no further patient complications reported as a result of this event.